Manufacturer narrative:
The intellamap orion catheter was returned to boston scientific corporation for laboratory analysis. Visual inspection noted a broken sensor housing. Functional test was performed and after device was unexpired, magnetic sensor is either disconnected or broken error message was displayed on hdx testing. Finally, continuity test was done, and the device failed sensor 1 and 2 for being open during a lcr bench electrical test. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Reportable based on analysis completed on 18nov2022. It was reported that during an ablation procedure to treat an atrial fibrillation, an intellamap orion catheter was selected for use. It was reported that the orion catheter was not visible on the rhythma hdx system. The catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was received by boston scientific corporation for laboratory analysis. Product investigation found that the device sensor housing was found to be cracked.